Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The caller successfully reloaded the cartridge and resumed insulin therapy.